Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one clearvue slim port attached to a catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. The port was patent to both infusion and aspiration without issue. However the investigation is inconclusive for the reported suction issue as there were no difficulty in aspiration was identified during evaluation and the sample evaluation results indicating no difficulty under laboratory conditions are not by themselves sufficient to confirm that this event did not occur under clinical conditions. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two years, six months, and sixteen days post a port placement, the patient had allegedly experienced swelling and pain in the right neck. It was further reported that the drugs and blood allegedly could not be withdrawn. Furthermore, the swelling in the neck disappeared but there was pain. However, there is no information provided regarding medical intervention nor medications prescribed for pain. Reportedly, the port was removed. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two years six months seventeen days post port placement procedure, the patient had experienced swelling and pain in the right neck. It was further reported that the drugs and blood could not be withdrawn. Reportedly, the port was removed. There was no reported patient injury.